Event description:
An endeavor sprint rapid exchange (rx) drug-eluting stent was implanted in the mid lad. At 1 month and 6 month follow-up's, pt was asymptomatic / free of symptoms. It is reported that the pt was diagnosed with b cell carcinoma approx 11 months post index procedure and commenced chemotherapy a month later. The pt was hospitalized with septic shock, hypotension and diarrhea. It is reported that a spontaneous gi bleed was also noted. It is reported that the pt coded post one episode of hemoptysis, pt was intubated and CPR was unsuccessful, the pt expired approx 12 months post index procedure. The cause of death was b cell lymphoma, the autopsy report is not available.

Event description:
The patient was transfused with one unit prbcs and one unit ffp. Source documents do not provide any additional information for the bleeding event. Approximately, 13 months post index procedure the patient had a pea cardiac arrest according to the code sheet. At the time of the arrest the patient was being maintained with mechanical ventilation, norepinephrine and vasopressin. The patient was coded and resuscitated to a pulsatile supraventricular tachycardia and then made comfort care with family present. The site reported that the patient subsequently died that day. The death certificate does not state the cause of death. An autopsy report will not be available. The site reported the cause of death as cancer, b cell lymphoma. The site reported the death was not associated with a myocardial infarction and there was no evidence of stent thrombosis. The discharge summary also listed the cause of death as diffuse large cell b cell lymphoma.

Manufacturer narrative:
(B)(4). Eval, results: (gi bleed and death).